Event description:
An ins8401 was confused as an arterial line. The event was described as follows; the (evd) external ventricular drain was set up correctly, with a transducer attached to the burette. The clinician inadvertently accessed the transducer to the burette instead of the transducer attached to the arterial line. Nothing was inserted into line - the incident occurred when obtaining an (abg) arterial blood gas (withdrawing into syringe). The patient did not incur an injury as a result of this event. The evd was replaced as a precaution during another procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation had been initiated based upon the reported information.